Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not functioning as intended was confirmed via the submitted photo. The submitted photo captured the clinical screen. Five blocks of static and spots of white and black were observed blocking the screen selection menu and titles of the parameter boxes. The settings, alarms, save data, history selections had white backgrounds instead of the expected black background, and the admin selection was missing. Atypical characters were displayed in the active alarm message section. The provided information indicated the issue resolved after the system monitor was restarted. The unit continues to be used in the hospital and will not be returned. No further information is available from the account. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventative action was opened to further investigate issues related to atypical screen behavior on the system monitor. The device history records were reviewed and the records reveal that the system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for uses (ifus) and patient handbook can be found on the eifu page of the abbott website. The heartmate power module IFU, heartmate 3 IFU and heartmate 3 patient handbook, are currently available. Section 2.0 of the power module IFU, entitled ¿setting up the system monitor for use with the power module¿, instructs the user on setup and use of the system monitor with the heartmate power module. This section also notes if the system monitor does not function properly, contact the company's technical service department. Section 9.0 of the power module IFU, entitled ¿routine maintenance¿, instructs users to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. The patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a bug occurred in the system monitor during outpatient treatment. The bug was resolved after restarting the system. The device would not be returned as it was being used in the hospital.